Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3037, serial# : (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was having to check her therapy for a while because it was working great, but she going to the bathroom several times on (B)(6) and tried to use the patient programmer to check the implant and the patient programmer would not show settings. Patient services asked the patient to sync and she was getting the patient programmer battery replacement icon. The patient planned to replace the batteries. The patient reported a return of symptoms on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their symptoms had returned because they had returned from a long car trip and couldn¿t change their programs. The patient noted that they had changed the batteries in their programmer, which resolved the issue of not being able to see their programs. They stated that their return of symptoms resolved. No further complications were reported.